Event description:
A customer reported to baxter corporate product surveillance a clearlink system extension set .22 micron filter in which a leak was observed. According to the report, the filter was attached to a PICC line catheter and started leaking through the air-eliminating vent as they were infusing tpn. The nurses found a pool of IV fluid coming from the air eliminating vent. The PICC line was removed and exchanged for a new one. This event happened twice with the same product. The third filter they used worked fine. The condition occured during infusion in the neonatal intensive care unit. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defects were noted. The sample was attached to an in-house (B)(4) secondary set which was spiked into a 1000ml solution bag containing reverse osmosis water. It was then re-primed per label copy and checked for leaks. The set was primed and flowed normally with no leaks found. The reported condition was not confirmed. No root cause was determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.